Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of suspected sense b artifact noise which resulted in an untreated episode. The patient was brought into clinic where provocative maneuvers were unable to reproduce the noise seen on the episode. Auto set-up failed in all vectors. The chest x-ray from implant showed a sub-optimal electrode position with the sense a electrode slightly lateral over the pectoral muscle. The patient is very active as their profession is a physiotherapist. Myopotential noise could be created during pushing and pulling movements when programmed to secondary vector; however, the noise seen was very different compared to the untreated episode noise. The physician decided to leave the device programmed to primary sensing vector but to extend the smart charge out and to increase both zones to 250 beats per minute (bpm), and then to closely monitor the patient. Another x-ray was obtained, and the electrode was noted to appear straighter. All data was uploaded and sent to technical services (ts) for review. A ts consultant performed a full review and recommended testing secondary vector, noting system revision may be indicated if the device does not perform well in this vector. No adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.